Event description:
It was reported that during a low anterior resection procedure, the device cut, but did not staple. As a result, the pt required a permanent colostomy. The surgeon noted that this pt's lesion was very low and may have required a colostomy even without a product issue. The ees divisional manager spoke with the surgeon, and the surgeon informed him that the pt died. The surgeon does not relate the death to the device issue. This pt had end stage cancer and was in very poor health. The device is being retained by the account.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.